Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer got into an "altercation" and the pump screen shattered. Additionally, it was reported an unspecified malfunction occurred and pump became unresponsive. The customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.